Event description:
Reporter alleged obtaining a discrepant blood glucose result of 148 mg/dl on compact plus system 1 compared back to back with a result of 70 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20676341, expiration date 04/30/2009). Reference medwatch report with (B) (4) for the suspect device used in system 1.